Event description:
Medical affairs was unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a meter malfunction. Pt meter not ok when inserting the test strip into the meter. No info on whether pt experienced any symptoms. Pt had to call the paramedics. Pt's sugar was high (no info on the blood glucose reading) and was treated with insulin. Pt was also taken to the e.r. No evidence of a serious injury. Customer service was unable to resolve the issue and sent pt a new meter.